Event description:
The customer complained that cap survey sample jat c jat-17 yielded a false negative reaction with biotestcell pool. The customer had returned neither the cap survey sample nor the supposedly defective product. At the time the complaint was filed, the allegedly defective lot of biotestcell-pool was already expired. Therefore a testing was not possible anymore. But our quality control laboratory had also participated in the cap survey testing. We had tested the cap survey sample jat c jat-17 and yielded a clearly positive result with biotestcell pool lot 8139011. The supposedly defective lot 8135011 was also tested with jat c jat-17 and yielded a correctly positive result. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are still awaiting the service report for this tango but a instrument's contribution to this event does not seem likely.

Manufacturer narrative:
This is our initial report for this incident.

Event description:
The customer complained that cap survey sample jat c jat-17 yielded a false negative reaction with biotestcell pool. The customer had returned neither the cap survey sample nor the supposedly defective product. At the time the complaint was filed, the allegedly defective lot of biotestcell-pool was already expired. Therefore a testing was not possible anymore. But our quality control laboratory had also participated in the cap survey testing. We had tested the cap survey sample jat c jat-17 and yielded a clearly positive result with biotestcell pool lot 8139011. The supposedly defective lot 8135011 was also tested with jat c jat-17 and yielded a correctly positive result. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell pool functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A CAPA has been initiated to intensify the efforts for a possible improvement of antibody screening and identification testing on tango.

Manufacturer narrative:
This is our final report on this incident.